Manufacturer narrative:
Eval code-conclusion (B)(4) has been updated to code-conclusion (B)(4).

Manufacturer narrative:
Other relevant component includes: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Interrogation of the device revealed the pump had been programmed to deliver 4.0 mg/ml of dilaudid, 200.0 mcg/ml of clonidine, and 35.0 mg/ml of bupivacaine at 0.3501 mg/day, 17.50 mcg/day, and 3.063 mg/day, respectively. Evaluation of implantable pump serial number (B)(4) did not reveal any significant anomalies. Evaluation of implantable catheter serial number (B)(4) revealed a break in the catheter body over the connector pin. The damage was consistent with a tear or hole caused by the connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer for analysis without any information. The patient¿s indication for use was n on-malignant pain and post lumbar laminectomy syndrome.